Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, blood glucose (bg) level experienced was 540mg/dl due to an unknown cause. A bolus was delivered to address bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a supply change was performed to address the occlusion and the customer continued to use the pump for insulin therapy.